Manufacturer narrative:
It was reported that the device was disposed and is not expected to be returned for analysis; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance and radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported.

Event description:
Event description: standard procedure according to the boston scientific implant checklist. Correct 3cuspview, effective pre dil. With an 18mm balloon, prior to delivery system insertion multiple correction of wire position due to a small, hypertrophied lv insertion of delivery system and advancement of delivery system to just above annulus without problems while finding initial position, safari wire rotated with loop facing down my recommendation to the hcp was to correct the wire to face looping up delivery system was guided slightly into the lv (to secure lv access) -> safari wire retracted and repositioned in doing so, the wire was pushed too far into the apex (but face looping up). The valve was implanted quickly and in correct position under rapid pacing (no leak, no gradient). During removal of the delivery system the patient became tachycardic and hypotensive. In the echo control, a pericardial effusion was seen -> insertion of a pericardial drainage patient stabilized and was transferred awake to the intensive care unit. What troubleshooting steps, if any, resolved the issue?: repositioning of safari wire. What is the next course of action?: insertion of a pericardial drainage. Patient present at time of event?: yes. Patient complications: cardiac tamponade. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: safari wire was advanced too far into the apex. Medical or surgical interventions: pericardial drainage. Patient admitted to hospital beyond the standard of care: no. Patient outcome: expected to fully recover.

Manufacturer narrative:
Sections a2 and a3 have been updated to document the patient information received after the initial report was submitted.